Event description:
It was reported by dealer that the power switch is causing no alarms and the pilot valve is leaking on the (B)(4) concentrator.

Manufacturer narrative:
Follow up will be filed if additional information is received.